Event description:
It was reported that 4 days after a coronary drug eluting stenting treatment procedure, the patient was found to have a stent thrombosis. The lesion being treated, during an acute mi context, was located in the right coronary artery (rca). The vessel was pre dilated with a crosssail 2.5 x 15 mm balloon at 14 atms. The physician deployed a taxus express2 8.8% 3.5 x 28 mm drug eluting stent. A second taxus 3.5 x 12 mm stent was placed distal to and overlapping the first stent. The physician post dilated in the junction of the two stents. The stents were well positioned and well apposed. Abciximab was administered during the procedure. There were no patient injuries or complications. The patient returned 4 days later for an angioplasty of the left anterior descending (lad). The patient was apparently not having any symptoms but the angiography confirmed a stent thrombosis in the rca. The treatment was an angioplasty. The patient's status is reported as "okay." Same case as 6000089 2004-00367.